Event description:
It was reported that a folfusor underinfused during infusion. 50% of the device was infused when the device was disconnected. The patient¿s port was flushing well after. The device contained 2600 mg fluorouracil and sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H4: device manufacture date - the lot was manufactured between july 26-29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.